Event description:
During a total gastrectomy, an anastomotic leak occurred 1 week after the surgery. Doctoro performed reoperation. There was no further consequence to the pt. The product was not cause of the leak.